Event description:
It was reported via repair work order that the brake pedals were jammed not allowing the brakes to be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.